Event description:
It was reported that the pt's sys was removed for an MRI. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). No device analysis - meets risk based analysis criteria.